Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow alarm. Customer blood glucose level was 400 mg/dl. Customer stated that infusion set was bent. Customer declined troubleshoot for high blood glucose level. The device will not be returned for analysis.